Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker became ill while traveling to (B)(6). The patient required hospitalization. During the hospital stay the pacemaker was interrogated and was found to be inappropriately programmed. The device was reprogrammed during the patient's hospital stay. The patient is now refusing to have the device interrogated by anyone in (B)(6) as it was likely initially inappropriate programmed there resulting in the hospitalization while traveling to (B)(6).